Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to duplicate the reported issue. Physio replaced the batteries as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that the battery in battery well two was low and their device powered itself off when attempting to print a code-summary report. There was no patient use associated with the reported issue.

Event description:
The customer contacted physio-control to report that the battery in battery well two was low and their device powered itself off when attempting to print a code-summary report. There was no patient use associated with the reported issue.

Manufacturer narrative:
Device identifier (di) number ¿ (B)(4).